Event description:
Bravo capsule failed to deploy. Normal operations performed. Capsule was removed by dr. As capsule dropped into mouth when the delivery device was removed. Second bravo capsule and delivery device was obtained and placed without any issue. Dr. [Redacted] was the physician in the room.